Manufacturer narrative:
Internal file number - (B)(4). The additional proglide device referenced in b5 is filed under a separate medwatch report. Evaluation summary: analysis was performed on the returned device. The reported failure to deploy the suture was confirmed as a link detachment/ suture retrieval issue. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported failure to deploy the suture was determined to be a link detachment occurring during plunger retraction post needle deployment. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to filing of the initial medwatch report, additional information was received. An additional proglide device was received in the abbott vascular lab with no reported information. Follow up by the abbott vascular representative at the account revealed that 3 devices failed during the procedure. Reportedly, on all three proglide devices the suture did not capture the artery. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced is filed under a separate medwatch report.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device with a 6f sheath after an interventional lower extremity peripheral artery disease procedure. Reportedly, the suture did not capture the artery. Another proglide device was used with the same results. An additional proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. No additional information was provided.